Event description:
The customer contact reported an unrequested bolus dose was delivered. At an unspecified time, the device was programmed to deliver morphine 5mg/ml. No specific pump programming was provided. The nurse noted that the device was "beeping to deliver an unrequested dose." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.